Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the instrument and the suction channels of the device tested positive for staphyloccus warneri (11 cfu/ml ). The evaluation confirmed that air leakage and physical damages on he insertion tube. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been pre-cleaned aith detergent neodishes mediclean for 5-30 minutes. The user stroked from the suction cylinder to the distal end and from the suction cylinder to the scope connector five times with a cleaning brush. Then, the device had been reprocessed with a automated endoscope reprocessor. There was no report of infection associated with this report.